Manufacturer narrative:
The customer performed their own troubleshooting with the phone support of beckman field service engineer and replaced all ise electrodes to resolve the issue. The customer verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
On 15dec2023, the customer reported obtaining high sodium (na) and chloride (cl) results for two patients on their dxc 700 au clinical chemistry analyzer. The customer did not release the high results out of the laboratory. The customer repeated the patient samples and released the normal results out of the laboratory. On 11dec2023, the customer also reported another two patients with high results were released out of the laboratory. Upon repeat, the patient results were later corrected. There was no report of change to treatment, injury, or death associated for both events. The customer did not provide patient demographics. The customer provided patient results for both events.